Manufacturer narrative:
Replacement of the led board resolve the issue. On a device that is more than 2 years old. Issue was resolved, and no further evaluation is needed.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their neoblue 3 had low intensity. The customer confirmed there was no death/serious injury, delay in treatment, or environmental/safety concerns.